Event description:
The customer reported requested a quote for a defective speaker. No sound was audible. It is unknown if the device was used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.

Event description:
The customer reported requested a quote for a defective speaker. No sound was audible. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.